Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of the micro insert in the cervical canal and this was retrieved without difficulty') and embedded device ('both inserts seen on single view. Both crossing myometrium and endometrium') in an adult female patient who had essure (batch no. B72575; b72576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device fed into right tube but failed to deploy/open properly". Concomitant products included cefaloridine (cerazette). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("portion of the micro insert in the cervical canal and this was retrieved without difficulty"), menorrhagia ("heavy periods"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), alopecia ("losing hair") and teeth brittle ("front teeth seem to crack very easily"). Essure treatment was not changed. At the time of the report, the device breakage outcome was unknown and the menorrhagia and abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, device breakage, device expulsion, embedded device, menorrhagia, pelvic pain and teeth brittle to be related to essure. The reporter commented: she began experiencing symptoms from her next period after insertion. History of implant: on (B)(6) 2014 patient attended as planned for essure hysteroscopic sterilization. She was menstruating and limited views of the tubal ostia were obtained. An attempt at insertion was made but the device was retrieved as good placement was not possible. She is remaining on her cerazette and has a date for a repeat procedure in 5 weeks time. Device fed into right tube but failed to deploy/open properly. On (B)(6) 2014: patient attended this afternoon for hysteroscopic sterilisation. As you will recall when she attended previously there was difficulty inserting the micro insert and we thought that it had been completely retrieved from the cavity. Transvaginal scan today revealed that there was a portion of the micro insert in the cervical canal and this was retrieved without difficulty. We then succeeded in fitting micro inserts into each fallopian tube and she tolerated the procedure well. We will arrange follow up in 3 months time and in the meantime she is going to continue with cerazette as contraceptive cover. Right coils-5; left coils- 4. Patient keen to remove essure. Discrepant information regarding lab data: (B)(6) 2014; 2 different results for ultrasound scan vaginal: satisfactory placement on the right and left essure; both inserts seen on single view. Both crossing myometrium and endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: portion of the micro insert in the cervical canal and this was retrieved without difficulty.; on (B)(6) 2014: satisfactory placement on the right and left essure; on (B)(6) 2014: both inserts seen on single view. Both crossing myometrium and d endometrium; on (B)(6) 2019: essure on right side seen, on left side not seen; on (B)(6) 2019: confirmed a normal anteverted uterus with a normal endometrial thickness of 3.9 mm. There is no other mass or free fluid in the pelvis. Batch no b72575 , production date 23-09- 2013 expiration date 30-09-2016. Batch no b72576 , production date 24-09-2013 expiration date 30-09-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of the micro insert in the cervical canal and this was retrieved without difficulty') and embedded device ('both inserts seen on single view. Both crossing myometrium and endometrium') in an adult female patient who had essure (batch no. B72575; b72576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device fed into right tube but failed to deploy/open properly". Concomitant products included cefaloridine (cerazette). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("portion of the micro insert in the cervical canal and this was retrieved without difficulty"), menorrhagia ("heavy periods"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), alopecia ("losing hair") and teeth brittle ("front teeth seem to crack very easily"). Essure treatment was not changed. At the time of the report, the device breakage outcome was unknown and the menorrhagia and abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, device breakage, device expulsion, embedded device, menorrhagia, pelvic pain and teeth brittle to be related to essure. The reporter commented: she began experiencing symptoms from her next period after insertion. History of implant: on (B)(6) 2014 patient attended as planned for essure hysteroscopic sterilization. She was menstruating and limited views of the tubal ostia were obtained. An attempt at insertion was made but the device was retrieved as good placement was not possible. She is remaining on her cerazette and has a date for a repeat procedure in 5 weeks time. Device fed into right tube but failed to deploy/open properly. On (B)(6) 2014: patient attended this afternoon for hysteroscopic sterilisation. As you will recall when she attended previously there was difficulty inserting the micro insert and we thought that it had been completely retrieved from the cavity. Transvaginal scan today revealed that there was a portion of the micro insert in the cervical canal and this was retrieved without difficulty. We then succeeded in fitting micro inserts into each fallopian tube and she tolerated the procedure well. We will arrange follow up in 3 months time and in the meantime she is going to continue with cerazette as contraceptive cover. Right coils-5; left coils- 4. Patient keen to remove essure. Discrepant information regarding lab data: (B)(6) 2014; 2 different results for ultrasound scan vaginal: 1) satisfactory placement on the right and left essure; 2) both inserts seen on single view. Both crossing myometrium and endometrium diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: portion of the micro insert in the cervical canal and this was retrieved without difficulty.; on (B)(6) 2014: satisfactory placement on the right and left essure; on (B)(6) 2014: both inserts seen on single view. Both crossing myometrium and d endometrium; on (B)(6) 2019: essure on right side seen, on left side not seen; on (B)(6) 2019: confirmed a normal anteverted uterus with a normal endometrial thickness of 3.9 mm. There is no other mass or free fluid in the pelvis. Batch no b72575 , production date 23-09- 2013 expiration date 30-09-2016. Batch no b72576 , production date 24-09-2013 expiration date 30-09-2016 , quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.